Event description:
Pt began using renu with moistureloc in 2005. This was the time at which she was written a prescription for contact lenses. Eight mos later, she began complaining of severe pain in her eyes. On may 11, we took her to 2 drs, one being a cornea specialist, where she was diagnosed with fusarium keratitis. She immediately began using anti-fungal eye drops. She has permanant scarring on the cornea and has some loss of vision.